Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. During the troubleshooting, it was reported that the cassette was cracked which could have caused or contributed to the event. The nurse believed that this is due to improper set up of the device. The patient started over with new supplies and the nurse provided instructions on the proper set up process. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. A device testing was performed with no issues noted. The cassette was placed in the door of machine with no issues and tested on device with no evidence of air in the tubing. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.